Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated alert 57 software runtime errors and alert 59 algorithm state memory corruption errors despite multiple restarts, after which the patient¿s blood glucose was 406 mg/dl and the patient administered 9 units of humalog subcutaneously; ketones were negative and a replacement ilet was arranged with instructions provided for shutdown, data sync, return, and startup. Symptoms included hyperglycemia. Outcomes included device replacement and continued use of cgm via dexcom app or receiver. Investigation included review of device error alerts, user troubleshooting steps, and replacement logistics. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.